Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device changeout procedure, left ventricular (lv) pacing morphology was unchanged when on a 12-lead ECG with pacing initiated. The lead was found to not be in the coronary sinus (cs), but in the right ventricle instead. The physician believed that the lead was never in the cs. As a result, the lv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.